Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to dislodgement. In addition, infection was also noted. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.